Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittently, the pump did not deliver the full bolus. Blood glucose (bg) was over the 600s mg/dl. Manual injections were administered to address bg. Customer reverted to using manual injections for insulin therapy. As the customer was not using the pump at the time of the report, a pump system check could not be performed with tandem technical support (cts). Cts reviewed pump data and no device issues related to bolus delivery were identified.

Manufacturer narrative:
(B)(4).